Manufacturer narrative:
A boston scientific technical services reviewed the patient data from his remote monitoring system and noted possible loss of capture on the right ventricular (rv) channel. Several ventricular tachycardia (vt) and atrial tachycardia response (atr) stored episodes were noted around the time of the event. Presenting data also showed potential loss of rv capture. A boston scientific sales representative evaluated the patient and noted recent elevated rv thresholds. The device output was adjusted to ensure consistent capture after which the patient felt fine. The attending cardiologist was unaware of any physiologic or medicine changes that might have caused the threshold to rise. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room after his wife found him unresponsive. Pacing support was provided to the patient on the way to the hospital no adverse patient effects were reported.

Manufacturer narrative:
The system was subsequently explanted and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.